Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an error 4 message when performing a control solution test. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time not specified). It is not known what the patient's blood glucose result was prior to the alleged issue and it is also not known if the patient attempted to test his blood glucose after the alleged issue began. The patient indicated he manages his diabetes with an unspecified type and dose of insulin and oral medication. The patient, however, denied taking any action in response to the alleged meter issue. According to the csr's documentation, at an unspecified time later, the patient claimed he "lost vision". It is not known how long the patient symptom continued for and it is not known if the patient was able to obtain a blood glucose result before or during the onset of her symptoms. The patient denied he received any treatment following the reported meter issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique. The csr guided the patient through a retest; however, the alleged issue remained unresolved. Replacement products were sent to the patient. Although the alleged issue occurred when the patient was performing a quality control test and it is not known if the patient obtained an actionable blood glucose result, this complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.